Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery alarm due to blank display.

Event description:
The customer reported via phone call that the stated that the insulin pump had no delivery alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer declined troubleshoot for the no delivery alarm. The insulin pump will be returned for analysis.